Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and three months later posterior lateral and lateral chest test was performed and compared with previous report. Approximately, seven months later computed tomography was performed and compare with previous scan to check the vena cava filter placement. Vena cava filter placement unchanged at the upper l2 level. Approximately one year and three months later, computed tomography revealed that an inferior vena cava filter in place in the mid abdominal inferior vena cava with its superior tip at the l2-l3 vertebral level. Six filter legs appeared to have extraluminal extension beyond the inferior vena cava. Three perforating legs appeared to extend more than 3 mm beyond the wall of the inferior vena cava. One perforating leg contacted or came in near proximity to the aorta. One perforating leg contacted the duodenum. One perforating leg contacted the anterior spine. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that struts perforated into inferior vena cava vein and contacted with aorta, duodenum and spine, patient experienced pain around the stomach area. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.